Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2014 with the following findings: there was moisture evident behind the display lens. Due to the moisture, the display was multicolored and distorted. The pump powered on with the returned battery cap. The cap was able to fully tighten, but did have moisture contamination on the underside of the cap. The battery compartment was intact. There was no evidence of short battery life observed in the black box history; however, there were multiple alarms defined as post motor delivery faults. Due to internal moisture contamination, there was a motor rewind error that occurred on each rewind attempt. Not all electrical current draws were within specification. Unrelated to the original complaint, the pump case was cracked and was confirmed with the leak test. Additional moisture contamination was observed throughout the pump when the case was removed. Also unrelated, the display was distorted with moisture observed inside.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.